Event description:
The customer stated that she was in a car accident and was hospitalized. The customer stated that while she was in the hospital her blood glucose levels kept elevating, so she had to be taken off of the insulin pump. Troubleshooting was performed, and the insulin pump passed the prime test. The customer stated that the insulin pump had repeatedly alarmed failed battery test. The insulin pump failed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.